Event description:
It was reported that sudden decrease in battery voltage was noted with the device. The device showed longevity of less than 3 months to eri. The device was later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.